Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication and a motor stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the pump was replaced and the company representative was to send the pump back to the manufacturer for analysis as the pump had unexpected motor stalls. The catheter was not replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-feb-24 reported the pump was replaced. It was noted that the rep had nothing further to report in regards to how that patient was doing following replacement. It was noted the pump has shipped.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown concentration with an unknown daily dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was admitted to the hospital for their description of withdrawal symptoms. The rep was asked to interrogate the pump and it was discovered that a motor stall occurred on (B)(6) 2017. The motor stall coincided with the patient¿s onset of symptoms. The patient was being managed for their withdrawal symptoms and was to follow-up with their pain management physician. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Surgical intervention was planned, but not scheduled. The patient was referred to a surgeon for the replacement of their pump. The patient¿s medical history and concomitant medications were asked, but were not made available to the manufacturer. The issue was not resolved at the time of this report, the pump remained implanted but out of service and the patient¿s status was stated as ¿alive ¿ no injury.¿